Event description:
It was reported that while using the bone profiler, the implant collar became damaged which prevented other devices from seating on top of it. The doctor found a solution for the implant which remains placed in patient's mouth.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One implant and unknown biomet bone profiler, and unknown biomet impression coping were reported but not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was conducted using applicable instructions for use, risk files and other available information. Additionally, an abutment seen in an x-ray and identified as zfx tibase (confirmed by doctor after follow-up attempt) was filed as an associated item - no further evaluation was performed. Functional testing was not performed due to the nature of the devices and events. Pre-existing condition noted on the per was 'moderate bone density type ii' the reported implant was being placed on tooth #24 (fdi). X-ray & picture evaluation: x-ray was provided. In the x-ray there is a zfx tibase that does not seat entirely/properly into the implant. However, that happened after the doctor realized that the implant drive feature was damaged and the impression coping could not seat - as reported. There were no allegations against that device. Therefore, it was filed as an associated item. This confirmed the 'does not seat' event for the implant and impression coping since it seems to be difficult to seat restoratives into the implant. However, the 'damaged drive feature' could not be verified through the x-ray provided. Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Biomet 3i dental implant IFU (p-iis086gi) rev j - 2022/08/01. Instructions for use for biomet 3i kits and instruments (p-zbdinstrp) rev. E - 2022/04/01. Information identified: contraindications, warnings, precautions and potential adverse events. Per the applicable IFU, it is stated that improper technique and overloading may lead to device failure. DHR & complaint history review (unknown biomet bone profiler & unknown biomet impression coping): DHR and complaint history review could not be performed since the lot numbers were not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. DHR review (xifnt3213): DHR review for the lot (2019111844) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lots were inspected and passed all acceptance criteria by qa. Complaint history review (xifnt3213): complaint history review was performed for the reported lot number (2019111844) for similar events (complaint category keywords: damaged drive feature & does not seat) and no other complaint was identified. Post market trending review: september post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information, device malfunction could not be verified since the devices were not returned. The reported event 'does not seat' was confirmed (through x-ray evaluation) but 'damaged drive feature' could not be verified.